Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a revision procedure on december 12, 2013 due to patient allegations of pain, dysfunction, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: the following are listed under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ and ¿inadequate range of motion due to improper selection or positioning of components.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient revision operative (op) notes reports patient was revised due to pain, thigh mass, and alval. Revision op report notes the presence of heterotropic ossification and a bulging capsule with dark brown fluid and other debris consistent with a pseudotumor. The head was removed and replaced.